Manufacturer narrative:
(B)(4). 3m received 3500a report # 5001290000-2015-0002 from facility. (B)(4). Packing and instructions for use were reviewed . Packing label states: warning! Extremely flammable caution, see instructions for use instructions for use state the following...... Warning: 1. Cavilon no sting barrier film is extremely flammable until it has completely dried on the skin. 2. Cavilon no sting barrier film should only be applied when no ignition sources or heat-producing devices are in use....... Instructions for use in a surgical setting: refer to the warnings section of this information. When used in a surgical environment, use of cavilon no sting barrier film should be discussed during the "time out" period for verification of surgical procedure and site.....

Event description:
Customer reported a patient had a femoral embolectomy and fasciotomy on (B)(6) 2015 due to acute ischemia and the following day returned to the or for a re-exploration and thrombolectomy. While hemostasis was being obtained, customer reported cavilon no sting barrier film was applied between two fasciotomy sites before replacement of a wound vac sponge. Concurrently, customer reported the surgeon performed cauterization of a bleeder with a bovie cautery device. A brief flame extending the entire length of the right lower extremity was noted and immediately smothered. Customer reported the patient sustained 2nd degree burns to the right lower leg. On (B)(6) 2015 the burns were assessed and measured. Customer reported the right shin wound was 10cm x 3cm x 0.1 (depth), right lower leg wound, (below the right shin wound), was 3cm x 1.5 cm - fluid filled, and the wound below the knee was 1.5 cm x 1 cm, fluid filled. Customer reported the wounds were cleansed with betadine and dressed with adaptic and a kci wound drape. On (B)(6) 2015 , wound care nurse assessment noted the burns were healing well, silvadene cream, contact layer and ace wraps were being used for treatment. Customer reported the patient was discharged from the hospital on (B)(6) 2015.